Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient tried to start the machine and it does not work; this was clarified to be the programmer not working. The patient stated that she can turn the programmer on but it does not start her device and the programmer will turn on but it does not go to 5, then does not work anymore. Also, it was reported that the screen comes on then it turns off repeating the programmer does not work anymore, sometimes it works and then it does not work. Furthermore, the patient stated it does not feel like it was working inside her body and it does not feel like anything. This statement was unable to be clarified during the report. The patient was unsure if she had 50% reduction in symptoms. The patient mentioned she saw the stimulation was on but then later said the stimulation was off. The patient was assisted in turning the implantable neurostimulator back on. While turning the stimulation back on, then screen turned off. The patient didn't know the batteries in the remote. A new programmer was sent to the patient. Additional information was received from a patient. The patient wanted help using the programmer again. The patient was walked through increasing stimulation to p1 - 1.50v. Additional information again later received and it was reported that patient's programmer did not start. Patient was getting a blank screen after pressing the power button for their programmer. It was noted they changed the batteries a week prior, and that they were using sunbeam heavy duty batteries. It was reviewed that recommended batteries for the programmer were regular alkaline batteries. Patient stated that they used their programmer the day before the report and that it worked, and then it did not want to work as well. Patient indicated a problem with the programmer not powering on. Patient stated that it did not go on the machine for that number and that it was not the same number that they wanted and it was on 2.5 something and that the machine does not go up to the plus. It was clarified that the problem was that the plus button did not work and that it was stuck on one place and did not go up or down. Patient called back after getting regular alkaline batteries and stated that they were having trouble increasing their stimulation and that they saw the upper limit screen on their programmer. Patient stated they were attempting to increase their stimulation because they stopped feeling stimulation overnight at 2am before the report, but that they did not have a return of symptoms. Patient reported they had a little bit of pain. Patient stated the program was working well for them. No further complications were reported.